Event description:
It was reported a free flow event involving a blood transfusion followed by a normal saline flush. The event occurred at cardio-vascular intensive care unit. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, ¿the mgr was called by bedside nurse to witness free flow from tubing engaged in turned off alaris pump channel. Bedside nurse programed IV pump to deliver blood, followed by normal saline flush. Blood was infused timely without any alarm. Bedside nurse turned pump off and noticed free flow when disconnecting pt. From tubing. The mgr witnessed the free flow. Channel was not opened, pump, channel tubing is kept intact. Biomed team was called and witnessed same issue. Cap was placed at the tubing end; distal clamp was rolled off. Biomed secured entire system from expertise. Pt was not harm during blood transfusion.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.